Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision of the femoral head and liner due to poly wear after approximately 31 years of being implanted.

Manufacturer narrative:
As the product was not returned for analysis visual and dimensional evaluations could not be performed. The lot and part number are unknown therefore a device history review, compatibility check or complaint history search could not be performed. The surgical notes were not provided; the device was used for treatment. With the limited information provided a definitive root cause could not be determined. No corrective actions, preventive actions, or field actions have been initiated as a result of the investigation of this event.